Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels have been elevated over the past few days (396mg/dl). Elevated bgs were treated by administering a separate injection. System check was performed by tandem technical support, and the pump performed as intended. Recommendation was made that the customer consult with their healthcare provider to discuss what may be affecting bgs.